Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was found to be in backup vvi mode. The device was checked and was back to normal by manual operation. The transmitter was suspected to be the cause of the backup vvi mode. The device remains implanted. The patient received no adverse consequences due to this event.